Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph depicting the location of the reported defect and one set without packaging were provided for evaluation. The sample was decontaminated and a visual evaluation confirmed stress marks and cracks on side port of caresite where the backcheck valve was broken. Based on the results, the defect reported was confirmed. While an exact root cause cannot be determined, review of the complaint sample suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: distributor reports, product concern: rn had just finished administration of doxorubicin and setting IV tubing up to piggyback cyclophosphamide to patient closest to her port. While turning the adaptor of cyclophosphamide to connect chemotherapy to current hydration running, the b braun tubing popped off and blood/chemo started to leak out of the tubing. No injury reported.